Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, cracked case behind the pump near the battery tube compartment, broken battery tube threads and serial number label fading. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the battery compartment was cracked and damaged. The patient's blood glucose at the time of incident was 14.9 mmol/l. The caller stated that the damage may have been caused by locking the battery cap too tightly at times. The insulin pump was returned for analysis.